Manufacturer narrative:
The device was returned to zoll medical united kingdom. The customer's report of "delay in charging defib" was not replicated or confirmed. Review of the device log shows that all charge times are all within specification. The device passed full functionality testing, stress testing, and charge/discharges within normal charge times without producing a charge time that was out of specification. The customer's report of "no shock" was attributed to poor coupling. The device passed bench handling, charging/discharging functional stress testing into a simulator, and defib cycle testing without duplicating the report. Review of the device logs shows a paddle shock was attempted four times while in a poor pad contact condition; the device did not recognize a valid patient impedance. The device is designed to not discharge under this condition. There are two more shock button presses resulting in use paddle discharge messages indicating the user pressed the shock button on the device instead of on the paddles. This is followed by a paddle shock button press and the device delivered the shock; indicating the device was able to charge and discharge properly when the correct criteria was met. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device delayed to charge and failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.